Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found no anomalies. Analysis of the catheter ((B)(4)) found a procedural non-conformance of the catheter that was incorrectly assembled or sutured. A partial of a different manufacturer's product was attached to the catheter. (B)(4) applies to the pump and (B)(4) applies to the catheter ((B)(4)). (B)(4) apply to the pump. (B)(4) apply to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient experienced a pump pocket infection with wound dehiscence. The patient reported the event on 2016-sep-05. An intervention of a catheter being explanted/not replaced occurred on (B)(6) 2016. The pump was externalized on (B)(6) 2016. The event resulted in in-patient hospitalization. The outcome of the event was noted as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a surgical intervention occurred on (B)(6) 2016 that was specified as revision thoracic (t10-11) catheter with tunneling. The pump was explanted and replaced on (B)(6) 2016. The patient had maintenance pump replacement on (B)(6) 2016. There were no relevant signs/symptoms or clinical findings at post-op visits on (B)(6) 2016. The patient called after hours on (B)(6) 2016 to report incisional redness and purulent drainage. On (B)(6) 2016 the patient underwent externalization of the pain pump, removal of the t10 catheter, and placement of the t9 catheter. The etiology of the event was noted as related to the device or therapy and related to the implant procedure.